Event description:
The patient reported discomfort from the implantable pulse generator (ipg) and felt that it moved. No evidence that the ipg had moved from the original location. The patient underwent a surgical procedure. The physician re-sited and sutured the ipg in the same location with no complications. The device is functional and remains implanted. Following the ipg repositioning, the reactive 8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml # c-02180.

Manufacturer narrative:
(B)(4). The device history record was reviewed. No relevant nonconformances were found.

Event description:
The patient reported discomfort from the implantable pulse generator (ipg) and felt that it moved. No evidence that the ipg had moved from the original location. The patient underwent a surgical procedure. The physician re-sited and sutured the ipg in the same location with no complications. The device is functional and remains implanted. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).